Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implantation procedure, low pacing lead impedance was noted. The same low measurement was observed despite a repositioning attempt. The lead was not used and a new lead was implanted instead. The patient is in stable condition.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal. Due to the received condition of the lead, a complete analysis could not be performed.